Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided, cause was unknown, with ketones (size unknown) a healthcare provider identified as life threatening. Due to the elevated bg level the customer experienced "psychological issues." Customer went to the emergency room (ER) and was admitted into the intensive care unit and was treated with intravenous fluids of saline and insulin. Customer was released from the hospital on 5/10/2026 with the issue resolved and no permanent damage. Reportedly, the customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.